Manufacturer narrative:
The device was received undeployed. Download data showed first prime completed after pulse 23 and the device was deactivated after pulse 33. The priming sequence did not run enough pulses prior to deactivation to deploy the device. The device was reset, but a connection could not be made with the master pdm for a rerun after the reset. Subsequent attempts at a rerun were unsuccessful. No damages or defects were observed on the device that would indicate a needle mechanism failure. The needle mechanism was reset and deployed as intended. The pulse widths in the download data indicate that the ratchet gear was rotating as expected, but the rotational sensor assembly inaccurately depicted the orientation of the ratchet gear. The malfunction of the rotational sensor assembly is confirmed as the cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.